Event description:
In this event it is reported that protaper ultimate hand use fx 25mm x6 broke during use. Device will not be returned. Additional information has been requested and will be submitted once received.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. No product will be returned and no lot# available. Root causes cannot be identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
No product, no lot# and no further information available for this complaint after 3 documented attempts.